Manufacturer narrative:
(B) (4). The valve was patent but it did not pass leak testing due to a tear around the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and pre-implantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported that upon pre-implantation testing, the doctor noticed that there was a leakage in the delta chamber.